Manufacturer narrative:
Inratio precision data provided by end user: 1st inr: 6.4, 2nd inr: 4.6, mean: 5.50, sd: 1.27, %cv: 23.14. Greater than 7.5 inr results were excluded from comparison test since they are not valid test results. Generally, inr results exceeding 5.0 have reduced trueness, precision and linearity both in point-of-care and laboratory based pt testing. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing performed on 03/16/2011 revealed that result comparisons met accuracy criteria. Investigation results for strip lot #241836: donor 1: 1st inr: 2.7, 2nd inr: 2.8, 3rd inr: 2.8, mean 2.77, sd: 0.06, %cv: 2.09. Donor 2: 1st inr: 3.1, 2nd inr: 3.1, 3rd inr: 3.1, mean: 3.10, sd: 0.00, %cv: 0.00. Since %cv for both donors are less than 16%, inratio meter results pass the criteria for precision. No further testing is required at this time. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: greater than 7.5 (2x). Inratio: 6.4. Inratio: 4.6.